Manufacturer narrative:
Internal complaint reference: case (B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided thus a manufacturing record and IFU review could not be conducted. The complaint history review found further instances of the reported event.. A review of risk management files found that the reported failure was documented appropriately. Clinical evaluation found that no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4). Literature: prospective, randomized evaluation of latissimus dorsi transfer and superior capsular reconstruction in massive, irreparable rotator cuff tears. Doi: https://doi.org/10.1016/j.jse.2021.01.036.

Event description:
It was reported that on literature review: "prospective, randomized evaluation of latissimus dorsi transfer and superior capsular reconstruction in massive, irreparable rotator cuff tears", a patient experienced a graft rupture following a fall on the shoulder after scr surgery with a suturefix ultra anchor. The patient refused a revision surgery. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.